Event description:
It was reported that while a physician was attempting to use a 8mm diameter x 30mm length assurant cobalt peripheral bare metal stent to treat a lesion in a patient, the stent dislodged from the balloon while inside the introducer sheath. Although the introducer sheath was inside the patient at the time, the stent did not dislodge in the patient. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (device not returned for evaluation). (Dislodgement most likely procedural related). (Stent dislodgement). (B)(4).